Event description:
On (B)(6) 2015, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The procedure was completed without any issues. On an unknown date, the left internal iliac artery was found to be enlarged during a follow-up examination. Therefore, an additional procedure was indicated. On (B)(6) 2021, two gore® excluder® contralateral leg endoprostheses were additionally implanted using a gore® dryseal flex introducer sheath (dsf), and the left internal iliac artery was coil-embolized. The final angiography showed arterial dissection of the left external iliac artery. It was unknown when the dissection occurred; thus, it was possible that the dsf caused it. A bare-metal stent (epic vascular stent) was implanted at the dissected site. The patient tolerated the procedure. The reporting physician commented as follows: the dissection of the vascular access site was possibly caused due to the patient¿s tortuous anatomy.